Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "images were not displayed" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
No error messages, that may have been observed, as a result of the failure. The patient¿s anesthesia or sedation was not extended. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices involved or replaced, during the event in question. The device was inspected prior to use. As per, instructions for use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the camera head. The issue occurred during preparation for use for an unspecified diagnostic procedure. There was no delay and the procedure was completed using a similar device. There was no patient harm associated with the event.